Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alarm on the ilet while using a steel contact detach infusion set with 23-inch tubing, accompanied by a blood glucose of 270 mg/dl; after guided troubleshooting, a full supply change was performed and insulin delivery was resumed, resolving the alarm. Symptoms included hyperglycemia. Outcomes included no injury and restoration of therapy after the supply change. Investigation included guided troubleshooting and replacement of the insulin cartridge and infusion set, followed by monitoring for alarm resolution and resumption of delivery. Investigation of this case revealed an occlusion condition consistent with infusion set or line obstruction that resolved after supply replacement, with no additional device component issues observed post-change. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set obstruction that was corrected by replacing consumables.